Manufacturer narrative:
Issue identified during product analysis. Medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed est/sst (extended self test/short self test). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. A visual inspection of the returned part showed no evidence of visible anomalies and/or damage that may have contributed to the event. The returned ifm pcba was installed in the test ventilator and found the unit failed the circuit pressure test portion during sst and est with an "inspiratory auto zero solenoid was not operational" message. The reported event for the ventilator failed sst and est was duplicated. The analysis determined the failure to be consistent with events for the inspiratory auto zero solenoid not operational related to a possible faulty so1 designator. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be consistent with a faulty auto zero solenoid (so1) in the ifm pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed est/sst (extended self test/short self test). The ventilator was not in use on a patient at the time of the reported event.